Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio vue meter read inaccurate compared to a hospital meter. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the reporter. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020. The reporter was unable to provide the comparative results, nor were they able to confirm the issue with the results. The reporter was unable to confirm what medication, if any, the patient takes to manage their diabetes or if the patient made any changes to their usual diabetes management routine as a result of the alleged issue. The reporter claimed the patient developed symptom of ¿blurred eyes¿ but was unable to confirm if the symptom developed before or after the alleged issue began. The reporter was unable to confirm if the patient received any treatment for the symptom. During the follow-up call, the reporter attributed the onset of the symptom to the alleged meter issue which they stated resulted in the patient not controlling their blood glucose well. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips had been open longer than the discard date. The cca walked through a control solution test and the result fell within the specified control solution range. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.